Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their personal diabetes manager (pdm)'s screen was cracked. The patient also reported that it was not holding a charge. The battery also seemed like it was swelling a little.